Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was a cut response button cable. Additionally, contamination was found throughout the monitor. The root cause for the cut cable could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had non-functional response buttons.